Event description:
Terumo medical corporation received the reported information. Fluid came out of the housing. It was noticed just before the patient came off bypass. When the problem occurred was unknown; however, there was no delay in beginning or continuing the procedure. The product was not changed out. The event did not cause or contribute to an injury, and the surgery was completed successfully. No blood loss was reported.

Manufacturer narrative:
D4: di: (B)(4), d6a: implanted date: device was not implanted, d6b: explanted date: device was not explanted, e3: occupation: chief of perfusion, h4: device manufacture date: unknown due to unknown lot number. Since the lot information was unknown, the manufacturing records could not be investigated. Since the lot information was unknown, the manufacturing date could not be confirmed. Since the lot information was unknown, past complaint files could not be investigated. Based on a video of a similar situation provided by the facility, it is possible that the cause of this case may have been a plasma leak. However, since the actual device or manufacturing records could not be investigated, it was not possible to clarify the cause of the occurrence. In addition, instructions for use (IFU) (capiox fx15) includes the following information regarding leakage: "do not use an oxygenator and reservoir that leaks. Replace it with another capiox fx15 oxygenator and reservoir." Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.